Manufacturer narrative:
All available information indicates that the products remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and defibrillation lead displayed an out of range shock impedance measurement. The patient was brought in for a follow-up visit and the measurement was within the normal range. A review of the daily measurements noted that the impedance measurements ranged from 50 to greater than 125 ohms. No adverse patient effects were reported. The serial number of the device was not provided to the field representative when the clinical observation was reported.